Event description:
It was reported that the patient had her device revised the day of the report. The revision was because the device was ¿cutting into the patient¿s skin from beneath when she was sitting.¿ the device was implanted deeper into the pocket. Later that day, the patient reported that the device ¿could have come out of her skin at anytime because it was not put in deep enough.¿ when the patient sat the device ¿would push up toward the incision.¿ the device was thus implanted ¿higher and deeper.¿ refer to manufacturing report #3004209178-2013-11568 for the por and other issues that occurred right after the revision surgery.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va04f91, implanted: (B)(6) 2013, product type: lead. (B)(4).